Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door area after ending their pd treatment. The patient that there were no alarms/warnings prior to the leak. It is unknown at which point in therapy the leak may have begun. The patient was connected at the time of the leak and the fluid came in contact with the cycler. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information has been requested, however to date has not been received. There was no adverse event, serious injury, nor medical intervention attributed to the reported event.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An accelerated stress test (ast) simulated treatment was initiated and completed without failures. There were no fluid leaks in the test cassette. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid under pump a and b mushroom heads and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door area after ending their pd treatment. The patient that there were no alarms/warnings prior to the leak. It is unknown at which point in therapy the leak may have begun. The patient was connected at the time of the leak and the fluid came in contact with the cycler. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information has been requested, however to date has not been received. There was no adverse event, serious injury, nor medical intervention attributed to the reported event.